Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seals are being removed from the package with the "burrito" situated in such a way that the edges fold inwards upon themselves without overlapping. The heartstring seals can not be configured properly for use. Replacement heartstring seals were used to complete the procedures. The hospital did not report any patient complications. These 10 heartstring seals were used on 2 different cases; however, it could not be identify which case the seals belong to. All 10 heartstring seals are documented.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.